Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h1, h2, h3, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows a slight movement in the lock; however, the clamp was properly positioned and put under pressure, it did not move. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted that the clamp was in good condition with only minor rotational movement noted in the lock. All worn components will be replaced with new parts along with general maintenance and cleaning. Root cause - the complaint is not confirmed for movement under pressure. The probable root cause is improper or suboptimal placement of the skull clamp on the patient. The a1059 IFU provides the warning, ¿failure to properly position patient and to fully secure all adjustment portions of this or any support device may result in serious patient injury.¿ the IFU also provides references for correct and incorrect positioning of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned; however, device serial number has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis cannot be completed due to non-return of the deive for evaluation and the lack of information received to perform a complete investigation. As a result, the definite root cause cannot be determined. Based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was used for a posterior cervical procedure and slipped under 60lbs of pressure. There was no patient injury and surgical delay is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.